Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that there was loss of capture during an ablation procedure. The outputs were increased and the loss of capture was again noted. Boston scientific technical services (ts) was contacted and discussed that the pacing outputs are shortened after the device detects high energy. It was reported that the patient is dependent. Additional information has been requested. It was reported that there were no adverse patient effects. Two weeks later the pacemaker was explanted for therapy upgrade to an implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the right ventricular pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating that while the device was in an asynchronous mode there were noted pacing spikes. Later, the patient had a ventricular tachycardia (vt) event which was the reason the device was explanted and upgraded to an implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.